Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient was getting an error message on the receiver but could not recall what the error message was. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.